Manufacturer narrative:
Additional information was received that there was no loss of mechanical ventilation or large leak. A leak condition will be noted in the preop check of the equipment, as contained in the user manual. The leak may be able to be compensated for or made up with fresh gas flow. This reported fault was not reportable. Additional information was received that there was no loss of mechanical ventilation or large leak. A leak condition will be noted in the preop check of the equipment, as contained in the user manual. The leak may be able to be compensated for or made up with fresh gas flow. This reported fault was not reportable.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The gaskets and flow sensor were replaced, and the unit was returned to service. No report of patient involvement. Date of device manufacture year is 2002. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit lost the ability to mechanically ventilate. There was no report of patient involvement.